Event description:
A customer reported the c10-3v intracavity transducer exhibited some damage to the lens tip area exposing a portion of the metal layer underneath. This probe is associated with the epiq 7g ultrasound system. The issue was discovered outside of clinical use, and no patient or user was harmed as a result of the issue. The customer's complaint was addressed by providing information for a replacement transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the damages to the c10-3v transducer lens. Based on the evidence available in this investigation, the reported damage to the lens tip most clearly aligns with use-related factors such as repeated handling and frequent cleaning or sterilization cycles. There is no indication of non-conforming material at shipment, nor any evidence of a design anomaly that would warrant further action.